Event description:
Clinical trial. It was reported that 1025 days following a coronary artery drug eluting stenting treatment procedure, the patient experienced atrial fibrillation. The index procedure identified one target lesion located in the proximal lad (left anterior descending) with 75% stenosis, 24mm long with a reference vessel diameter of 3.5mm. The lesion was pre-dilated, a 3.5 x 32mm study stent was implanted, and post-dilated with 35% residual stenosis. The patient was admited to the hospital for atrial fibrillation 1025 days following the index procedure and was treated medically. The physician noted the event to be possibly related to the device. The event was reported as resolved four days later.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. Should further relevant information become available; a supplemental medwatch report will be filed.